Event description:
Immediately after waking up from the procedure I was experiencing severe headache, dizziness, cramping like those felt during menstruation, pain in my right leg, stabbing pains in my lower back, forgetfulness, depression. These symptoms after 5 weeks have not gone away.

Event description:
(B)(4). I have had surgery to remove my fallopian tubes and coils. Since then, I have no longer experienced any headaches, dizziness, cramping, forget fullness, bleeding which didn't stop from implantation to removal, my lower back pain is gone. The doctor who removed the coils told me that one had migrated because I had given him pictures from the implanting doctor. In my original report I stated 5 weeks, but it was only 4 weeks. Removal was (B)(6) 2014.